Event description:
It was reported by the contact that the customer was receiving multiple occlusion alarms during bolus delivery. The customer's blood glucose level was impacted. Reportedly, the customer had been using apidra insulin.

Manufacturer narrative:
The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.